Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported when the patient presented in clinic for routine follow up. The clinician stated that the device reached eri on (B)(6) 2017. Upon interrogation, an error alert stating "error in the pacemaker software has occurred" was observed. Abbott technical service discussed that troubleshooting steps would involve a complete device download. Device replacement is anticipated but no intervention has been performed. The patient is in stable condition. Additional information was requested but has not been received.

Manufacturer narrative:
The field complaint of "error in the pacemaker software" was not confirmed. The device was received in backup mode which was caused by change in temperature during the post-explant period. Analysis of the device image indicates eri alert was falsely triggered consistent with the battery reaching high impedance, which made the pacer more susceptible to voltage fluctuations. After installing a new battery and re-loading the product code the device was functionally tested with normal results, no error message was observed. The devices projected longevity was calculated based on field settings to be 9.0 years, implant duration was 12.18 years, which exceeded projected longevity by 3.18 years and it is considered normal battery depletion.

Event description:
New information received states that the device was explanted and replaced due to eri. No further information is available at this time.